Manufacturer narrative:
E1 correction: the reporter's information was updated.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein a new ipg was implanted and connected to the already implanted penta lead.

Event description:
Related manufacturer reference number: 1627487-2024-07666. It was reported that the patient did not charge their ipg as recommended because they experienced ineffective therapy which caused the ipg to become inoperable. Surgical intervention was undertaken in 2020 wherein the ipg was explanted to address the issue. The paddle lead was left implanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.